Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. Vessel morphology is reported to have thrombus, and unk amount of tortuosity at the time of implant. The aortic neck had a 40 degree angulation at the time of implant and 45 degree at the time of the event. It was reported that the pt was in the hospital for an unrelated issue, and the physician noticed on the CT that the stent graft had migrated. It was reported that the stent graft had been implanted for 26 months. The CT demonstrated that the stent graft had migrated approximately 4 cm resulting in a type I endoleak. The stent graft migration likely occurred, due to the increase in the aortic neck angulationand disease progression resulting in vessel dilatation. The physician successfully implanted twoi aneurx aortic cuffs. The type I endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.